Event description:
It was reported that approximately 67 months after a left total knee replacement procedure, underwent a revision procedure. Approximately 1 month post revision procedure, and the patient underwent a second revision procedure to address pain, recurrent effusions, and an infection. Pre-surgery, the patient's knee was aspirated. His cell count was found to be 38,500 and he was growing staphylococcus lugdunensis. Revision operative notes were provided. The surgeon performed irrigation and debridement and polyethylene exchange. The patient tolerated the procedure well, there were no complications, and he was transferred to the pacu in stable condition. No additional information is available.

Manufacturer narrative:
D10: 5063178 - 02-022-44-4013 - truliant tib imp psc insert sz 4, 13mm. 6673570 - 02-010-06-0240 - logic cc femoral size 4, left. 6018494 - 02-010-06-0541 - logic post. Aug. Block size 4, 5mm. 6765266 - 02-012-61-4000 - logic offset stem ext coupler 4mm. 5132191 - 02-012-64-1612 - tru fluted stm ext 16mm x120mm blast. 6693763 - 208-05-04 - cc distal fem augment sz 4, 5mm. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2023-00213. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and infection and instability or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1/d2a/d2b, h6. MDR section codes updated/corrected: e, g. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and infection and instability or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.